Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. The pcu event log showed that at 1:44 pm on (B)(6) 2016, the pump module was attached to the pcu. A guardrails infusion was programmed for doxorubicin vincristine. From 7:29 pm on (B)(6) 2016 through 3:18 am on (B)(6) 2016, six channel disconnects occurred. The pump module was not returned for investigation. Visual inspection of the returned pcu showed corrosion and contamination on the iui connectors. Functional testing was unable to replicate a channel disconnect. The cause of the channel disconnect is believed to be contamination and corrosion of the iui connectors.

Event description:
The customer reported that the pump turned off during an unspecified infusion. The user restarted the pump and noticed a channel disconnect error message. There was no report of any patient harm.